Event description:
A durable medical equipment supplier (dme) reported an alleged malfunction of an m series (ac) heated humidifier. The malfunction reportedly resulted in overheating of the device. No harm or injury occurred. The device was returned to the manufacturer for investigation and an intermittent failure of the device's heater plate control circuit was identified.

Manufacturer narrative:
The manufacturer is investigating this issue further and will file a follow-up report when the investigation is complete.